Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID : (B)(4). Device not returned.

Event description:
It was reported upon receiving the order the original package was missing. When the customer opened the box, the product was incorrect. It was not what the customer ordered and there was no box with the product information. There was no patient involved.

Event description:
It was reported upon receiving the order the original package was missing. When the customer opened the box, the product was incorrect. It was not what the customer ordered and there was no box with the product information. There was no patient involved.

Manufacturer narrative:
This product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Reference complaint # (B)(4).